Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred during peritoneal dialysis therapy, while the patient was connected. The patient had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was discarded by the customer and is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device or any additional relevant information become available, a supplemental report will be submitted.